Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jun-2017 with the following findings: during investigation, the cartridge compartment was found to be damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged cartridge compartment. This report is made based on results of investigation completed on 29-jun-2017